Event description:
A customer reported troponin I non-repeatable false positive results for one pt sample. Elevated results of this magnitude might lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation concluded that the customer did not apply the troponin I testing algorithm as recommended by customer notification. User error was the cause of this event.